Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was damage to the patient line and drain line. The damage was further specified to be the patient¿s cat chewed through the lines at night as the patient did not keep their door shut overnight. The patient was hospitalized for the peritonitis event and an unrelated medical condition. The patient was treated with intraperitoneal vancomycin (dose, frequency and duration not reported) and oral cipro (dose, frequency, and duration not reported) for the peritonitis event. The patient was discharged from the hospital five days after admission. At the time of this report, vancomycin therapy was completed, cipro therapy was ongoing, and the patient was recovered from the event. Dianeal therapy was ongoing. The patient was re-educated to keep the door closed to prevent this issue from recurring. No additional information is available